Event description:
It was reported that a balloon rupture occurred. A trapper exchange device balloon was selected for use. During the procedure, upon inflation, the balloon ruptured inside the guide catheter. The procedure was completed using another of the same device. There were no complications, and patient fully recovered.